Manufacturer narrative:
5 syringed affected. Medwatch section c for the affected product is attached.

Event description:
Material - insulin seringa; material # - not informed; material lot# - not informed. Complaint description - four boxes of 0.3 ml pishguin products containing 5 syringes each with bd brand without sku and lot identification were identified from two different branches of (B)(6).

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (investigation findings and investigation conclusions) investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.